Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 513 mg/dl and 115 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the device had all three (charge pak, attention and wrench) icons illuminated and it failed to power on when the customer retrieved it from storage to deploy to service. There was no pt use associated with the event.